Event description:
Baxter field service engineer (fse) was performing a pre-inspection on this device requested by facility prior to home pt use. Fse found the acid conductivity was 7.74 to 7.85, this is too low should be 9.6 to 10.2. The bicarbonate pump stroke was set at 90 strokes per minute, which allow a high dose of bicarbonate to be mixed with the low level of acid to bring the device into conductivity. Fse stated that the device would go in and out of low conductivity during the pre-inspection. Facility told fse not to order new parts, instead facility will deliver a different device for hp to use. Fse instructed facility not to use this device as is, must be serviced so acid and bicarbonate conductivity are within specifications. Facility delivered another device which was found to be within specifications.